Event description:
The customer reported having hypoglycemia and being treated by the paramedics. The blood glucose reading was 20 mg/dl. Troubleshooting was declined. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.